Manufacturer narrative:
(B)(4). No oxygenator was delivered only one particle that was glued on the aluminum foil. The lot number and the serial number could not be documented. This particle looks like an abrasion of the de-airing valve. Since the oxygenator is not sent back, the cause could not be confirmed. Conclusion: only the particle was returned. The root cause could not be identified without the oxygenator whether this particle is an abrasion of the de-airing valve. Thus the reported failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref.: # (B)(4).

Manufacturer narrative:
(B)(4). The product was requested for return to the manufacturer for laboratory investigation but was not yet received. The investigation is still pending. A supplemental medwatch will be submitted after new information has been received.

Event description:
According to the customer : "after priming of main circuit side, the customer found the red foreign material when connected to the cardioplegia circuit. It seems to be a part of red cock of arterial filter (de-airing valve?)." No adverse effects on the patient. (B)(4).